Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that patient experienced extremely swollen lower lip on right side. She had generalized, excruciating pain to teeth. Advised dentist to inform the patient to discontinue use of the kör desensitizer permanently. Per follow-up with dentist on (B)(6) 2017, the patient discontinued use of kör desensitizer (with hema), and swelling went away. Patient did not need medical attention. Patient started whitening again. Switched to new kör complete desensitizer and will continue with 2 week treatment.